Event description:
Synovitis, left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown, with osteoarthritis (kellgren-lawrence grade 4 and large/severe prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (hylan g-f 20) four times (age at the time of first injection was (B)(6)) and experienced synovitis (from (B)(6) 2000) after second course (in 2000). On (B)(6) 2005, the patient initiated treatment with intra-articular synvisc injection (fifth course) in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2005, the patient experienced synovitis. On unspecified dates in (B)(6) 2005, the patient left knee effusion and 27 cc of clear yellow fluid was aspirated and the patient received treatment with intra-muscular betamethasone at a dose of 1.5 cc (frequency not provided). On (B)(6) 2005, the event of synovitis resolved. The action taken with synvisc treatment was not provided. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was mild and for the event of left knee effusion was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of left knee effusion. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.